Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had scratches on the screen, keypad anomaly, and prime/fill anomaly. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly and rewind grinding loud noise anomaly due to unresponsive button. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners. (B)(4).